Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1613c93ej, serial/lot #: (B)(4), ubd: 13-nov-2019, UDI#: (B)(4). Product ID: etlw1613c124ej, serial/lot #: (B)(4), ubd: 22-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported approximately 4 months post the index procedure, follow up CT identified an increase in the diameter of the aneurysm due to infection. The physician elected to explant the stent graft system. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.